Event description:
The consumer reported that the patient experienced a sudden loss or change of therapy on (B)(6) 2016. The patient had a return of urgency and got up 3 times during the night. The patient had urgency and frequency during the day and went every 2 hours. The patient was doing a lot of bending on (B)(6) 2016. The patient felt stimulation. The patient called their nurse and was told to wait until their follow-up appointment on (B)(6) 2016. The patient would track their results and confirm with their health care provider (hcp) or nurse that it was ok to make adjustments prior to their follow-up appointment. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the steps taken to resolve the patient's return of urgency and frequency was 2 hour intervals, drinking less after 6 pm, and bladder training.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.